Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery and battery door were missing, significant chunk taken out of outer case. Not able to power up the electronics when turning on the demand switch, verifying customer's complaint. On closer inspection, the battery holder was damaged by corrosion. Swapped out the battery holder and was able to power up the electronic alarms. The root cause of the problem was the corroded battery holder. Due to unavailability of the outer case and supply outlet label, this device will be returned unrepaired or scrapped. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Manufacturer narrative:
D5: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit would not turn on. There is no patient involvement and no patient or clinical injury. Malfunction happened during morning shift and its was already out for repair.